Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and power cable disconnect alarms can be confirmed based on the information captured in the provided event log file. Log files provided from the customer were reviewed. The event log file contained data recorded on 22may2024 from 9:19 to 14:16. The log file captured multiple low voltage advisory and power cable disconnect alarms associated with black cable rsoc _invalid fault. The pump support was not affected and the system maintained the set speed with no interruptions. The log file did not contain any alarms associated with the modular cable. The periodic log file contained events recorded from 10sep2023 to 22may2024. The recorded data did not add any new information regarding the reported event. A specific root cause for the alarms captured in the event log file was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation. Per the additional information, the system controller was retained and will be disposed according to newest information from the hospital. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook rev g, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook rev g, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted short alarms with an intermittent beep and a yellow light on battery support although fully charged batteries were used. The event log files captured power cable disconnects and low power advisory alarms. It was noted that the event log files captured no fully charged battery usage. The event log files also showed several different alarm flags on the black cable which was indicative of an issue with it. The battery clips and several pairs of batteries were tried but the alarms persisted. The modular cable and system controller were exchanged which resolved the alarms.